Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-20077. It was reported the pt is experiencing ineffective stimulation along with pain at the scs lead site. As a result, surgical intervention will be taken at a later date to address the issue.